Event description:
The customer reported a clear fluid leak of unspecified volume from a coulter lh 780 hematology analyzer while running quality controls (qc). The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/15/2015. The fse found a leak from a hole in the drain tubing of the white blood cell (wbc) bath, vc3. The fse replaced the tubing, the instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).